Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.7, hardware: iphone14.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing respectively. Inspection of the download data found that a rotational sensor abnormality occurred during the initial priming sequence, which resulted in first prime ending prematurely. The pod did not run enough pulses for the needle mechanism to deploy before being deactivated. The pod was reset, connected to an unused controller, and completed both priming sequences but the pod generated an alarm and recreated the rotational sensor error. The rotational sensor assembly was inspected and contamination was observed on the commutator cap. The observed contamination located on the commutator cap can be confirmed as the cause of the rotational sensor malfunction and reported needle mechanism failure.